Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim record received. Claim record alleges reflex sympathetic dystrophy syndrome (rsd) or pain, emotional anguish, injuries, disfigurement or deformity, internal rotation of the femoral component and loosening of the tibial tray at an unknown interface. Unknown cement was used. On (B)(6) 2016, the patient underwent a primary right knee arthroplasty with no indicated intra-operative complications. On (B)(6), 2018, the patient underwent a right knee revision due to pain, emotional distress, disfigurement, adhesion, tibial bone injury, swelling, effusion, mild patellar crepitus, and tibial tray subsidence and loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. Competitor products and cement were implanted. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.